Event description:
It was reported via journal article that during a transcatheter embolization procedure a dislodgement of the coil occurred in the profunda femoral artery, while attempting embolization of branches of the external iliac artery. No clinical consequences were noted and no other angiographic embolization-related complications were encountered.

Manufacturer narrative:
Event date: 2012. (B)(4). Citation; tahir, m. M., & haq, t. U. (2012). Role of endovascular treatment in vascular injuries. Journal of pakistan medical association, 62, 470-473. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).